Manufacturer narrative:
Power supply was replaced to correct the issue. UDI #: (B)(4).

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified the unit did not switch to ac power. There was no patient involvement.